Event description:
It was reported that intermittently the 9600+ system presents an iris pot errors. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the iris potentiometer and reseated a poor connection at the temp sensor. The poor connection was noted during the investigation for the initial problem. The poor connection presented an x-ray tube temp sensor failure. The system was tested and found to be working as intended and put back into service.